Event description:
Customer reported to beckman coulter, inc. (Bec) that about a cup (8 ounces) of isoton, possibly mixed with clenz, leaked on the right side of the coulter lh 780 hematology analyzer. Customer reported that the leak was not contained in the instrument. Customer reported that liquid leaked onto the table. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed leak at the vacuum chamber vc26. The fse found the vacuum chamber would not drain. The fse replaced the choke and check valve and verified instrument operation.

Manufacturer narrative:
(B)(4).